Event description:
In 2004, the pt reportedly began to experience tinnitus. The company was informed that the pt elected to have the device removed. The following month, pt was seen by a company representative. Testing performed confirmed that the device was functioning. Surgery to explant the pt's device was scheduled.